Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment that the programmer repeatedly overheats and that the software could not be installed. It was also determined at analysis that the right display latch hasp, the power cord bay and the upper case is broken. The lower-case feet are worn. The stylus insulation is nicked up, but not breached, the stylus is functional, and the left keyboard hinge is broken. The programmer was updated the hard drive was reconfigured , and software reloaded and updated . All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated and needed to be turned off. The user also reports they were unable to install software onto the device and programmer experienced sluggish performance. The programmer was returned to service and repair. There was no patient involvement.